Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the 18 g x 1.16 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter, failed to fully retract the needle when safety feature engaged. There was no report of medical intervention or serious injury.

Manufacturer narrative:
Investigation: observations and testing: received 2 used 18g bd insyte autoguard bc units without packaging. Unit 1; consisted of the needle/hub assembly which was partially retracted within the safety shield (barrel). The button was completely depressed. There were traces of thick dried media throughout the unit. There was damage to the grip. Unit 2; consisted of 2 portions: portion 1 was the catheter/adapter which was intact. Portion 2 was the needle/hub assembly which was fully retracted within the safety shield (barrel). The button was completely depressed. There were traces of thick dried media throughout the unit. Visual/microscopic examination: unit 1; (1) needle retraction failure: the grip was damaged (smashed) in the area to the side of the bottom where it connects to the barrel and hindered the needle from fully retracting. The damaged (smashed) grp was the cause of the needle retraction failure which resulted from the manufacturing process. Unit 2; (2) catheter tip integrity: there traces of fm (fibers) adhered to the catheter in the area below the tip. There was cut to the catheter tubing wall with ¿v¿ characteristics and jagged edges. The cut to the catheter tubing was evidence that the tubing wall had been pierced by the cannula. Functional test (needle retraction): unit 1: (1) needle retraction failure. The needle was pushed the out position and the activation button was reset. Depressed the activation button; the needle partially retracted within the barrel. It was observed the damage to the grip hindered the needle from fully retracting. Investigation samples(s) meet manufacturing specifications: no; (1) needle retraction failure: evaluation of unit #1 provided for this incident revealed damage to the grip that hindered the needle from fully retracting. No; (2) catheter tip integrity: evaluation of unit #2 disclosed that the catheter demonstrated the tubing wall was pierced by the cannula leaving cuts with ¿v¿ shape characteristic (tip spear thru) and jagged edges. Conclusions: confirmation of the failure of needle retraction failure as stated in the pr was conclusive based on the observations and testing of one of the units (#1) provided for this incident. Confirmed the unit did not fully retract; as the unit displayed damage to the grip component which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for this reported defect. Confirmation of catheter tip integrity as stated in the subject of the pr, was conclusive based on the observation of one of the units (#2) provided for this incident. Confirmed the catheter tubing wall had been pierced by the needle/cannula tip. The defect associated with this incident report was caused by the cannula piercing thru the catheter tubing wall leaving a cut with a ¿v¿ shape characteristic (tip spear thru). Did the evaluation confirm the customer¿s experience with the bd product? Yes; confirmation of the failure of needle retraction failure was conclusive with the evaluation and testing of one of the two units (unit #1) provided for this incident. Yes; confirmation of the catheter tip integrity was conclusive with the evaluation of one of the two units (unit #2) provided for this incident. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the failure of needle retraction failure was achieved with one of the two units (unit #1) provided for this incident; damage to the grip hindered a full retraction of the unit. No; reproduction of catheter tip integrity was no achieved in the laboratory environment; as the defect (tip spear thru) was confirmed with one of the two units (unit #2) provided for this incident. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: manufacturing: in respect to the failure of needle retraction failure; the cause was confirmed to be a result of the damaged grip which inhibited a successful retraction. Indeterminate: in respect to the failure of catheter tip integrity; it is uncertain whether the defect of jagged edges and tip spear thru which was observed and which resulted in ¿v¿ shape cuts to the tubing wall was caused by manipulation of the device prior to insertion or by the manufacturing process. Where the defect occurred (user or manufacturing) is indeterminate as the units received were out of packaging. A definite root cause was not established. Comment: in respect to the failure of (1) needle retraction failure: the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. Alignments are performed when adjustments are found to be necessary. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. The peura (end user risk analysis) (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.